Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger, product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(4) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had a lead revision on (B)(6) 2014. The patient was only receiving left-sided rib stimulation no matter where the device was programmed. The old leads were replaced and the new leads were repositioned from t8-9 to t9-10 due to intraoperative feedback by the patient. A manufacturer representative met with the patient on (B)(6) and the patient was getting much better stimulation in their low back and legs and was still recovering from surgery.